Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Additionally noted was an alert for high/undefined pacing impedance. A lead fracture is suspected. Reprogramming was completed and the lead was eventually capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Potential t-wave oversensing (twos) and non-physiologic events were noted on the electrograms (egm's). Additionally noted was an alert for high/undefined pacing impedance. A lead fracture is suspected. Reprogramming was completed and the lead was eventually capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was extracted. No patient complications have been reported as a result of this event.